Event description:
It was reported that a malfunction code was displayed on the pump. The code was identified as malf 12, but there was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset the malfunction without recurrence. The customer was advised to monitor for any future malfunction codes and contact support if needed.